Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device fell from the stand resulting in damage to the rear/front housing and temperature module. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Event description:
The customer reported that the device fell from the stand resulting in damage to the rear/front housing and temperature module. The device was not being used on a patient at the time of the complaint / event.